Event description:
It was reported that a vented paclitaxel set with clearlink had restricted flow. The flow restriction was observed at the roller component. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, two (2) retained samples were evaluated. The two retention samples underwent visual inspection with the naked eye and both units were conforming. The two retention samples were submitted to an air passage test, and no blockages were found. A functional test was performed where the sets were loaded into an infusion pump. The functional test was performed, and the flow of liquid was observed throughout the set with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured the reading was within the acceptance criteria. The two retention samples were submitted to an underwater leak test and no leaks were identified. Both samples were submitted to a traction test, and it was confirmed that both samples withstood the minimum required force. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.